Manufacturer narrative:
: Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that "within the past two months, I have noticed that the wires become exposed on our pulse ox cords when attempting to change out the brown sticker. The sticker remains adhered to the white plastic piece that typically covers the wires, requiring the entire cord to be replaced. I discussed this with many nurses on my unit, who all agreed that this is not an isolated incident. I believe that this has affected both the neonatal and infant cords". There was no patient impact or consequence reported.